Event description:
Cardiosave hybrid type b plug, serial (B)(6) - overheated during iabp therapy of the patient. It alerted overheating and would shut down in 60 seconds. Backup machine brought to patient bedside, but machine did shut off during the event. Machine was swapped within a few minutes, no patient harm, but vendor came to service machine and could not repeat the issue at that time. Patient had been found in community collapsed to the ground, CPR initiated by civilians with AED prior to ems arrival. Patient intubated in route. No known medical history of patient. Had not been seen by an md in many years per report and chart review. No known medical history.